Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair on (B)(6) 2014 and mesh was implanted. The patient reported experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 04/24/2020. Corrected information: manufacturing site name. Additional narrative: it was reported that the patient had mesh removal surgery on (B)(6) 2015. No additional information was provided.